Manufacturer narrative:
The event could be related to an inappropriate user error, as reported in the instruction for use for perceval valve the valve explanted could be re-collapsed and re-implanted. The instruction for use for perceval valve states: " warning: an incomplete grip on the prosthesis may cause expulsion of the prosthesis. Never collapse the valve more than twice." And also: warning: a removed perceval s prosthesis must not be reimplanted, because its integrity is no longer assured." Device remain implanted.

Event description:
The manufacturer was notified on (B)(4) 2016 that the valve was not loaded into the collapser properly. The valve was sized for a perceval and the size was determined to be a large. The collapsing went on as usual by the surgical .the valve was deployed into the patient and it was immediately determined that the valve was sitting too high in the root. It was removed and recollapsed. The surgical assistant redid the collapsing and it was commented on that the valve inflow ring was barely captured under the nosecone of the valve holder. The deployment was again attempted with the inflow ring of the valve prematurely deploying as the valve was attempted to be placed at the level of the annulus. The valve was then removed again and collapsed for a third time. The handled was removed from the base with the loaded valve, and it was noticed that not all of the inflow ring was captured under the nosecone and that a section was sticking out at the side. At this point, a second accessory kit of the same lot number was opened and a new handle was used. The valve seemed to load properly and to ensure it did not escape, dr (B)(6) tightened the nosecone a bit more upon its removal from the collapsing tool base. The valve was then deployed in the patient in the usual manner and the case proceeded without incident.

Manufacturer narrative:
Since the device was finally implanted without problem, the investigation was focused on the accessories only. We performed an accurate review of the device history records (dhrs) of the accessory kit mics size l (icv1351) lot number: 1506260255. The DHR review showed that the accessories were conforming to all specifications at the time of release from livanova. No items belonging to the same lot # were still in stock at the time of the notification. Then a verification on accessory belonging to the same lot # was not possible. No similar complaints have been received with reference to the same lot number. (B)(4)